Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to fill an insulin cartridge but was unable to insert the syringe through the cartridge septum, indicating a cartridge septum obstruction; the user then replaced the cartridge and successfully filled the new cartridge without further issue, and blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a defective cartridge with a compromised septum that prevented syringe penetration. It was concluded that the event was attributable to a component failure of the cartridge septum, and the issue resolved after replacement with a new cartridge.